Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon 25 hcg test kit. Pt a: a urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. A serum quantitative test gave a result of 4600miu/ml. A 2nd urine sample was tested with the icon 25 hcg on the next day and result also was negative (-). A serum quantitative test was performed again and a result of 4189miu/ml was obtained. The customer then ran quantitative test on both urine samples and results were: 527miu/ml and 215miu/ml respectively. Pt b: a urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. A serum quantitative test gave a result of 31.628miu/ml. Customer reported later that they were able to confirm positive (+) results, and there was no discrepancy for this pt. No injury related to this event has been reported.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter inc. (Bci) with: positive and negative serum and urine controls. Low, medium and high positive quantitative clinical urine sample. Customer return urine and serum samples from pt a. All results obtained by bci were positive (+). Based on avail info, the 2nd sample from pt a was very dark, migrated very slowly and gave lots of purple background when tested with the icon 25 test kit. Complaint was neither verified nor confirmed as positive results were obtained with the icon 25 hcg devices, matching quantitative hcg results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.